Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the distal shaft was kinked or entrapped within the vessel causing the inflation/deflation lumen to become blocked off; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty and difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat an arteriovenous shunt. The 5x80 armada 35 balloon dilatation catheter was inflated once however would not fully deflate after negative was pulled for over 10 seconds. The balloon was able to partially deflate after multiple attempts. Resistance was met removing the device from the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.